Event description:
The hta procerva procedure set did not perform properly. The cassette was clicking when it was set up and activated. The procedure set was removed and a new set was used for the procedure.====================== health professional's impression======================unknown====================== manufacturer response for hta procerva procedure set, hta procerva procedure set======================manufacturer provided returned goods authorization (rga) number and shipping container for product return evaluation.